Event description:
A caller reported difficulty with the pump's quick bolus/wake button, which was hard to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on how to press the button effectively, confirmed the shipping address for a replacement pump, and provided instructions for putting the pump into storage mode before returning it with a pre-paid label. The customer understood and acknowledged the instructions while continuing to use the current pump until the replacement arrived.